Event description:
It was reported that during an open heart procedure, excessive bleeding was noticed at the staple line. The problem occurred while stapling the atrial appendage. The device was closed on the tissue and the surgeon waited 15 seconds prior to firing. After firing the device, bleeding was noticed at the distal tip of the staple line first and then the entire stable line started to bleed. The surgeon sutured the staple line and the patient had to be given an unknown amount of blood products and placed back on the heart pump. No other information is available at this time. The device was discarded. (B)(4).

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.